Manufacturer narrative:
The insulin pump was received with blank display due to corroded electronic and motor assemblies. The insulin pump has cracked case at the display window corners and battery tube threads.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer's blood glucose was 197 mg/dl. She also observed a crack at the top left hand corner on the insulin pump above the screen, where the battery cap was. She did not know how the damage had occurred. She also noted that the insulin pump had gotten wet. She reported that she had been outside all weekend and that there was condensation under the liquid crystal display screen. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.